Event description:
After the guidewire was withdrawn from the pt during an angioplasty procedure, the physician observed residue on his gloves from the guidewire. There was no claim of injury related to this event.